Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 73 year old male patient presenting with acute myocardial infarction and cardiogenic shock had endured transcaval access site bleeding occurred with a probable relationship to the impella device used on this patient. A blood transfusion was performed and an IV of protonix was delivered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding issue was not determined because the product was not returned, and the clinical description had limited information.